Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the thermal sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had an overload fault error and a saturation fault error message. No pt injury was reported.